Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture material were returned. The suture material is still through the suture window of the anchor. The insertion device, suture material and anchor have debris on them. A functional evaluation could not be performed due to the condition in which the device was received. This device is single-use, therefore, the results of a functional test would be inconclusive. Per complaint details, the anchor that slipped was removed from the patient using tweezers and a back-up device was used in the same bone hole. No patient injuries or adverse consequences were reported. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H6: health effect - clinical code and health effect - impact code

Event description:
It was reported that during repair of lateral collateral ligament of knee joint, the twinfix anchor could not screw-in and slipped. It was removed with tweezers from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.